Event description:
It was reported the pt experienced a loss of efficacy with increased dosages. The system was replaced. The catheter was sheared and the distal portion remained in the thecal sac. The tubing near the catheter access port (cap) looked "totally destroyed". The drug in the pump was hydromorphone. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.